Event description:
Pt had left knee unicompartmental total knee arthroplasty performed in 2001. Two days later, while trying to remove the hemovac drain, much resistance was met and nurse unable to accomplish task. The dr's office was notified. The physician's assistant then attempted the removal, also meeting resistance. The physician then attempted the removal. During this attempt, the drain broke in 2 pieces with one remaining in the pt's knee. Pt returned to or the next day for removal of remainder of drain.